Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). An unspecified taxus liberte stent was implanted in the mid right coronary artery (rca). The stent was post-dilated with a non-bsc balloon and the stent was fully apposed. Approximately 6 months post-procedure in-stent restenosis of the taxus liberte stent was found. A percutaneous coronary intervention (pci) procedure was performed to treat the 75% in-stent restenosis of the taxus liberte stent. The restenosis was ballooned with a 2.5mm x 10mm flextome cutting balloon however, on the third inflation the balloon ruptured under nominal pressure. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: as the unit has not been returned, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the target lesion was located in the proximal left anterior descending (lad) artery to mid lad not the mid right coronary (rca) artery initially reported. The patient experienced chest pain and in-stent restenosis of the device was found.